Event description:
A malfunction was reported on the customer's pump, which occurred after they stopped using the dexcom sensor with it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information on how to reset the pump malfunction. The customer mentioned not having charging supplies at that time and planned to follow up once those were available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.